Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent empty cartridge alarms occurred. Reportedly, the alarms occurred less than 24 hours after the cartridge had been loaded. Tandem technical support educated the customer in possible causes of empty cartridge alarms (e.g. Overfilling the cartridge). Blood glucose level was 373 mg/dl.